Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea / moderate to severe pain with each menstrual cycle") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermatitis due to metals (consumer cannot wear ¿fake¿ jewelry, which often has nickel in it because it causes her skin to itch and blister.). Before essure®, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Consumer has not been tested for a nickel allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / moderate left-sided pelvic pain"). On (B)(6) 2012, 9 months 25 days after insertion of essure, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("occasional dyspareunia"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), rash ("skin rashes"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), migraine ("migraine"), headache ("headaches"), teeth brittle ("brittle teeth") and abdominal distension ("severe bloating"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, pelvic pain, arthralgia, abdominal pain, anaemia, dyspareunia, rash, alopecia, weight fluctuation, fatigue, migraine, headache, teeth brittle and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, teeth brittle and weight fluctuation to be related to essure. The reporter commented: since removal of the essure , her symptomatology has almost completely resolved. Consumer underwent the total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017 due to dysmenorrhea and menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and dysmenorrhoea ('dysmenorrhea / moderate to severe pain with each menstrual cycle') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis due to metals (consumer cannot wear ¿fake¿ jewelry, which often has nickel in it because it causes her skin to itch and blister.). Before essure®, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Consumer has not been tested for a nickel allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / moderate left-sided pelvic pain"). On (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"), 9 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("occasional dyspareunia"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), rash ("skin rashes"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), migraine ("migraine"), headache ("headaches"), teeth brittle ("brittle teeth"), abdominal distension ("severe bloating"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, pelvic pain, arthralgia, abdominal pain, anaemia, dyspareunia, rash, alopecia, weight fluctuation, fatigue, migraine, headache, teeth brittle, abdominal distension, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, teeth brittle and weight fluctuation to be related to essure. The reporter commented: since removal of the essure , her symptomatology has almost completely resolved. Consumer underwent the total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017 due to dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New events autoimmune disorder, hypersensitivity, abnormal bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and dysmenorrhoea ('dysmenorrhea / moderate to severe pain with each menstrual cycle') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis due to metals (consumer cannot wear ¿fake¿ jewelry, which often has nickel in it because it causes her skin to itch and blister.). Before essure®, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Consumer has not been tested for a nickel allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / moderate left-sided pelvic pain"). On (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"), 9 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("occasional dyspareunia"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), rash ("skin rashes"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), migraine ("migraine"), headache ("headaches"), teeth brittle ("brittle teeth"), abdominal distension ("severe bloating"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, pelvic pain, arthralgia, abdominal pain, anaemia, dyspareunia, rash, alopecia, weight fluctuation, fatigue, migraine, headache, teeth brittle, abdominal distension, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, teeth brittle and weight fluctuation to be related to essure. The reporter commented: since removal of the essure , her symptomatology has almost completely resolved. Consumer underwent the total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017 due to dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil bulging through the fallopian tube on the left side to a small amount'), heavy menstrual bleeding ('menorrhagia') and dysmenorrhoea ('dysmenorrhea / moderate to severe pain with each menstrual cycle') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis due to metals (consumer cannot wear ¿fake¿ jewelry, which often has nickel in it because it causes her skin to itch and blister.), adenomyosis, chronic cervicitis, stress incontinence and multiparous. Before essure®, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Consumer has not been tested for a nickel allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / moderate left-sided pelvic pain"). On (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"), 9 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("occasional dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), rash ("skin rashes"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), migraine ("migraine"), headache ("headaches"), teeth brittle ("brittle teeth"), abdominal distension ("severe bloating"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy. And laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, arthralgia, abdominal pain, anaemia, dyspareunia, rash, alopecia, weight fluctuation, fatigue, migraine, headache, teeth brittle, abdominal distension, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, rash, teeth brittle and weight fluctuation to be related to essure. The reporter commented: since removal of the essure , her symptomatology has almost completely resolved. Consumer underwent the total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017 due to dysmenorrhea and menorrhagia. Approximately three to four coils were left exposed in the uterine cavity after essure insertion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea., menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient middle name, dob, medical history added. Event: essure coil bulging through the fallopian tube on the left side to a small amount added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.